Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - contact telephone number - (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the infusion set was broken. The specific physical damaged noted on the set was that the tubing was separated. The set was replaced and therapy resumed without any problem. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one (1) used list #142730490 plum 150 ml burette set attached to a syringe. It was observed that the tubing was separated from the bottom of the sight chamber. Uv light inspection showed insufficient solvent at the bonding locations. The complaint of broken set with tubing separation can be confirmed. The probable cause is due to insufficient solvent application in the solvent application process during manufacturing. The lot history review could not be conducted because no lot number(s) was/were identified.